Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that there was a call service 064 alarm. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 12-nov-2018 with the following findings: the complaint regarding the call service 064 alarm was reported to have occurred on (B)(6) 2018. Review of the pump black box data showed the pump remained in use until (B)(6) 2018. As a result, the data from the date of the alleged event had been overwritten. On investigation, the pump powered on normally and was exercised without duplication of the alleged call service alarm. Investigation did not duplicate the complaint.